Manufacturer narrative:
H3 other text : evaluated by third party.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The device was returned to a third party service center for repair. The device was not in patient use. During the evaluation of the device, the third party service center visually inspected the device and found evidence of power connector corrosion. Corrosion on metallic surfaces was also found during the evaluation, as well as dust/dirt. The device has been scrapped. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.